Event description:
A carotid artery stent placement procedure was performed in the cath lab. During the procedure, a filter wire was deployed into the artery. The stent was introduced and when advancing the stent to the lesion, wire position was lost and the filter dislodged from the wire. The physician was unable to retrieve the filter. The procedure was initially started with the ev3 spiderfx system and during the procedure the guidant hi torque pilot 150 guide wire was used. This allowed the abbott filter to dislodge from the wire.